Manufacturer narrative:
The customer filed a medwatch report (medwatch (B)(4)) related to this event. As the serial number provided was incorrect, a DHR review could not be performed. The customer never returned the device to moog for evaluation.

Event description:
Customer states: medwatch (B)(4): alarming air in line "event desc: the medication was to be infused for 46 hours via moog curlin pump. Followed procedures for pump preparation. Cleaned sensors, installed new batteries. Checked line for air bubbles; started the infusion. One hour later, the patient returned with the pump beeping and error message "air in line" tubing was rechecked and reinstalled. Error message occurred again in 15 minutes. The patient refused to wait for replacement. Original intended procedure infusion of chemotherapy over 46 hours. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do." Serial number referenced sn (B)(4) (not a valid serial number). (B)(4).